Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During the surgical procedure to implant ((B)(6)) two percutaneous trial leads, it was reported that the right vertex lead penetrated through the patient's scalp and was removed as a result. Placement of the left lead was adjusted during the surgery as it was noted the tip of the device appeared superficial. The procedure was completed with no further complications. The patient is reportedly receiving adequate stimulation relief via the left lead.